Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk of use of this device.

Event description:
During an ablation procedure, a cardiac perforation occurred. Transseptal puncture was completed and a therapy cool flex ablation catheter was advanced into the left atrium. During manipulation of the catheter, the left atrial appendage was perforated. The patient became hypotensive and an echocardiogram revealed a cardiac perforation. A pericardiocentesis was performed which did not resolve the bleeding. The patient was transferred to surgery to repair the perforation and stabilize the patient. The patient remains in stable condition. There were no performance issues were noted with any sjm devices used during the procedure.